Manufacturer narrative:
On 12/10/2019, mentor received additional information regarding the replacement devices and the revision surgery. The patient underwent bilateral removal and replacement with two 250cc mentor smooth round moderate plus profile (catalog #: 3502250, left serial #: (B)(6), right serial #: (B)(6)). On 12/17/2019, the suspected medical device was returned for evaluation. On 12/24/2019, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, no apparent damage was observed. Leak testing revealed that there was a tear measuring approximately 0.1 cm, located at the posterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided deflation. Concomitant products: 250cc mentor smooth round moderate plus profile ( catalog #: 3502250, serial #: 6614968-070) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a 250cc mentor smooth round moderate plus profile and experienced postoperative right-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent removal on (B)(6) 2019.